Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. The review of the lhr (lot f1315601) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be approx 8mm. Following the procedure, the tech (training status unconfirmed), selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the tech prepped the device per the IFU. The device was inserted into the procedural sheath and the balloon was inflated. As the tech pulled back to the procedural sheath, she noted that she did not feel the first point of resistance. The tech continued to pull back and the device came out of the sheath. The sheath remained in the pt and access was not lost. The tech inflated the balloon outside of the pt and noted that the balloon would not hold pressure. A second device was then deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted.